Manufacturer narrative:
The hospital representative called hologic and reported that a bracket supporting the wheels disconnected from the cabinet frame and that they were unable to move the unit. Hologic requested to have the unit packed up and sent to the factory for repair. The unit was received and the cabinet was replaced.

Event description:
The caster bracket on the unit disconnected and the unit was not possible to move. The system did not tip over. No patient was involved in the incident, therefore there was no patient injury.